Event description:
Letter written 04/05/2010. On (B) (6) 2010, dr. (B) (6) gave me a referral to see dr. (B) (6) at the orthopedic and fracture clinic, (B) (6), to receive possible cortisone shots in both my left and right knees. Dr. (B) (6) was not available so the clinic had me see dr. (B) (6) at the same location. My initial office visit was (B) (6) 2010 with dr. (B) (6). They took x-rays and dr. (B) (6) told me that there was something much better and more effective than cortisone shots called synvisc one and that if I was not allergic to chicken, eggs or any such products that I was a perfect candidate for these injections. My first injection was on (B) (6) 2010, in my right knee. The left knee synvisc one injection was done on (B) (6) 2010. In less than two days, I had terrible pain. My knees were very swollen; I couldn't even walk nor go to work. When I went to my first consultation appointment with dr. (B) (6), I walked in wearing high healed wedged boots and only wanted a cortisone shot. He said he wouldn't give me cortisone shots unless I was going on a trip. The choices he gave me were to either opt for the synvisc one injections or knee replacement surgery. I do not need knee replacement, so I trusted dr. (B) (6) and with his advice chose the synvisc one injections. He said that the affects of these injections were much better than cortisone shots & would last for six months to two years, I was so excited! By (B) (6) 2010, I was so swollen that he had to drain 30 cc of fluid from my right knee and 15 cc of fluid from my left knee. Dr. (B) (6) said they had to culture the fluid to see if I had any infection and to not eat after midnight in case I had to go into the hospital the next morning for emergency surgery. I heard back from (B) (6) his assistant friday morning that I had no infection. Since (B) (6) 2010, I have been walking with a cane and have not been able to drive - my husband has to drive me wherever I go. I also have not been able to work since I had the injections. On (B) (6) 2010, I saw dr. (B) (6) and he admitted at that time that I was the third person as this clinic to have an allergic reaction to synvisc one at their clinic after seeing me & the negative results it had on me. In my opinion, they should not have given these shots to anyone after the first allergic reaction. That same day, he drained fluid from both legs and cultured it again to make sure there were no "bugs" growing, as he put it to me. Also, at 5 pm, that same day, they ordered an appointment for me to go to (B) (6) hospital for an ultrasound on my left leg to rule out any possibility of a blood clot. The results were negative. Thank goodness. On (B) (6) 2010, at 3 pm, I saw dr. (B) (6). He advised me to have knee replacement surgery a.s.a.p. I was walking fine on my first visit on (B) (6) 2010, in high heeled wedge boots. I do not need knee replacement! Therefore on (B) (6) 2010, I asked dr. (B) (6), "how long will it take or how does synvisc one leave my body?" No one had an answer for me. That is when I asked if I could have cortisone shots in my knees so that I could have some relief from the pain & affects from the synvisc one shots. After two hours, they finally agreed to give me the cortisone shots, yet very reluctantly. Today, I am still walking with a cane, not working, and my body shakes from these synvisc one injection shots. None of these symptoms did I have prior to receiving these injections. This is totally inexcusable! I feel like I have two broken knee caps. I reported this to synvisc one at their phone number (B) (4) and at www.synvisc.com. I have yet to receive a call back from them! I also reported this to the FDA to (B) (4). My FDA consumer complaint (B) (4). This product in my opinion should not be on the market at all. And how is someone going to fix my problem? The side affects and reactions my body has are from nothing other than the synvisc one injection shots at this clinic. The FDA must investigate this synvisc one on my behalf and provide me with all info such as how many pts were injected with synvisc one and the condition of all these pts. I deserve to know what kind of permanent damage was done to me and my body by these synvisc one injection shots. Frequency: injection- each knee. Dates of use: (B) (6) 2010; (B) (6) 2010. Event abated after use, stopped or dose reduced: no.